Event description:
Reportedly, the instrument did not fire properly. No add'l info was available at the time the report was submitted to uss. Subsequently, documentation obtained in october 2004 from the pt's rep claimed that, "during the surgery, a gastric pouch staple line was not adequately sealed, resulting in a leak. As a result of the leak, the pt experienced injury." To date, no further info, including what intervention was employed to establish hemostasis is available.